Event description:
The patient was admitted to the hospital for removal and replacement of the left cylinder of this inflatable penile prosthesis, and exploration of the penile prosthesis. The patient had a leak from the left prosthesis. The patient had a leak from the left cylinder. The penile prosthesis was placed in 1997.